Event description:
Procedure: thoraco/wedge/segmental resection. According to the reporter: the device was fired but all the staples were malformed. Over oozing and under 200cc of bleeding occurred. The procedure was then converted to an open surgery, and the surgeon used a bigger staple size to complete the procedure.